Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 70 mm abdominal aortic aneurysm. It was stated that the endovascular aneurysm repair was completed without any issues. It was reported that few days post index procedure (date unknown), a CT showed that the right renal artery was occluded by the main body stent graft. It was reported that an unsuccessful percutaneous transluminal renal angioplasty (ptra) attempt was performed, but it failed after 6 hours. It was reported that 2 days later, the physician attempted to perform ptra again under general anesthesia, but the catheter failed to insert. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.